Event description:
Pt-self tester reports results lower than reference with the protime microcoagulation sys. Comparison test performed at the physician's office generated 1.5 inr on the pt's protime instrument and 2.5 inr on the physician's protime instrument. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Comparison test was performed using protime 5 channel cuvettes. The cuvette lot number was not provided. Method: actual device evaluated (instrument). Process eval performed. No ncmrs identified for this instrument. (B)(4).